Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose level ranged between 400-500 mg/dl. A bolus was delivered to address bg level. In addition, the customer went to the emergency room (ER), however, treatment was not provided at the ER. Reportedly, the customer changed the infusion set to resolve the issue.